Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported the tracheostomy identifier rubbed off the neck flange. Bedside supplies were used up and the nurse did not know what to place at the patient's bedside. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
The reported event was confirmed in the received sample as visual inspection showed that the product identifier was not visible. Information received from our customer confirms that the customer may have used alcohol or other agents who include chlorhexidine in the stoma area for disinfection purposes, which could have come in contact with the flange. We are unable to determine the cause for this specific event however; the most probable root cause is that a cleaning agent was used which is not recommended for use. The product instructions for use states that cleaning should be performed with hydrogen half-strength peroxide; sterile, normal saline; or water and mild detergent. IFU states not to soak any part of the tube in hydrogen peroxide or any other solution and after cleaning, thoroughly rinse with sterile saline. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. A device history record review was performed; all records indicated that the product was released accomplishing all quality requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the tracheostomy identifier rubbed off the neck flange. Bedside supplies were used up and the nurse did not know what to place at the patient¿s bedside. The tube was removed and replaced. There was no patient harm.